Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door would not open and the dingus was not in alignment correctly. The dingus was re-aligned, home was invalidated, then the tab for rotor home was straightened. The system was then found to be fully operational and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the site was having issues closing the gantry. The site took off the front covers to see if they could see anything that may be in the way. The site also attempted to help the system close by pressing on the sides of the side panels to align the door. This issue was noted outside of a procedure, and there was no patient involvement.